Event description:
Some of conmed neotrode ii neonatal/pediatric ECG electrodes have failed out of the packaging. Over a month period our facility has reported 36 failures on 9 different lot numbers and manufacturing dates. The staff are reporting poor ECG signals or no signal and lots of artifact. The problem was identified by doing an x-ray of some of the electrodes and our clinical engineering staff using their meters to perform continuity tests. Defective electrodes can't be identified visually. Failure point of the electrode is where the patch is connected to wire, a failure to bond or weld correctly. In talking to conmed about this problem, they informed us they have researched this problem and have determined that the failure is due to a malfunction of a machine that assembles these electrodes. We were informed the machine was repaired and is functioning properly. Product manufactured before 05/03/2010 could be problematic, which is consistent with our findings of multiple lot number and manufacturer dates. The manufacturer is in process of replacing problematic product. The affected product was returned to conmed. All product was returned and all lot numbers. Our facility has return a total of 13 unopened cases, and around 7 open cases of product that was pulled back from departments when new product was delivered here at our facility. Conmed is process of replacing all stock at all 9 hospitals in our corporation.====================== health professional's impression======================multiple failures, lots of frustation from staff, before finding product that would work correctly. Sometime opening six packages before find a good set of ECG lead wires.====================== manufacturer response for neonatal / pediatric ECG electrode set, neotrode ii======================conmed has investigated the recent situation (based on recent complaints) and has detemined that there is no reason(from a quality /safety perspective) to have product returned from the field. The situation appears to be intermittent and infrequent(with no risk to the patient and or/ clinicians). We have performed all of the necessary steps to ensure that we are providing the most appropriate response (in regards to federal requirements and regulations). As a proactive step to ensure performance of our products, we implemented additional tests and inspections throughout the manufacturing process (implemented in early may).

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There is no additional available information regarding this event.

Event description:
Reportedly, the device was explanted after an implant duration of 14.53 months for unknown reasons. Per the cer, it was reported that the device was explanted and a (B) (4) was implanted as a replacement. No further details were provided.

Manufacturer narrative:
Information was learned through j(B) (4) implant patient registry. The device will not be returned as it was discarded at the hospital. Report only. Customer letter not required. DHR review has been started. This was determined reportable per edwards lifesciences procedures.